Event description:
Noted a small black spider in the tape portion of (B)(6) med ctr arthroscopy pack, exp date: 12/01/2019, lot# 946301 with manufacturing date: 06/23/2018. Noted when opening pack - contents discarded. A new set up for case used. Kept wrapper with spider encased for examination. Dates of use: (B)(6) 2018. The product was not compounded; the product was not over-the-counter.